Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned for inspection and the following reportable malfunctions were identified during the device evaluation: nozzle has foreign objects. Based on the results of the investigation, foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the nozzle. There was no patient involvement.